Event description:
The customer reported an intermittent error when localizing the head frame in fastplan. The customer found that if they hit "discard", the volume image is created, but when localizing the isocenter on the optical guidance platform, the isocenter may be shifted up to 4mm in the superior direction. If they hit the "average" option, then all is ok. The customer also indicated previously treated patients involving this tilt error. They had seen the shift error with obi and corrected it. The shift was in the order of 3 to 4 mm on both pts nd the direction of the shift was the same as the one found with the absolute phantom scan (superior direction). The customer did not think any misadministration occurred in these cases. No additional pt info was provided in the report.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected upon completion of the investigation.